Event description:
Medtronic received info that approx three yrs post implant, echocardiographic and catheter imaging of this bioprosthetic pulmonary valve revealed central regurgitation and dilatation, due to pulmonary artery stenosis (unifocalized marcas). The valve was removed, replaced, and returned for analysis. The physician did not express dissatisfaction with the performance of the valve.

Manufacturer narrative:
Analysis: upon receipt, a 2.2cm section of the valve conduit was contained in a clear, 0.2% glutaraldehyde solution. Visual inspection of the leaflets revealed they were flexible. Further inspection noted glistening off-white pannus that thinly lined the inner wall of the conduit. A thicker section was noted through the inflow and outflow orifices. An unk amount of pannus around the inflow and outflow orifices may have been removed during explant. A radiograph revealed moderate mineralization in the host tissue and conduit wall adjacent to the inflow orifice. Conclusion: reduced performance of the device due to host tissue overgrowth and mineralization, conditions generally attributed to the pt. The product was explanted and replaced with no reported adverse pt outcomes.